Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a constant high-pitched tone while they were sleeping. The patient's blood glucose at the time of incident was 16.5 mmol/l. Troubleshooting was initiated for the constant one anomaly. There was no alarm prior to the constant tone. The tone would not clear by pressing esc and act. The customer was instructed to remove the battery for two hours and insert a new battery. The customer did so and the constant tone disappeared. A self test was performed and the insulin pump passed. Two days later, the caller called back to report that the constant tone alarm recurred and the keypad was unresponsive. The device was not dropped or bumped. The insulin pump will be returned and replaced.